Event description:
A customer observed false low trop I results for a patient sample tested on the eci analyzer. The biased results were not reported. False low results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the customer is correctly following testing algorithm a. The customer reported acceptable qc results. Precision testing indicates that the analyzer is performing as expected. The root cause of the event is unknown.